Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this pacemaker went from 4.5 years to 11 months remaining in a span of 11 months. Data analysis confirmed that power consumption is increasing in a gradual fashion. Device replacement was recommended or have the battery status reevaluated within 90 days. At this time, this device remains in service, and there were no adverse patient effects reported.